Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test for a47 alarm or verify a47 alarm in the alarm history screen due to no button response. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. The customer did not recall any significant events leading to the keypad issue. The battery was changed and the insulin pump alarmed displayable history check failed on startup which could not be cleared. Blood glucose value was 10 mmol/l. The insulin pump would be replaced and returned for analysis.